Event description:
Reporter indicated that vns pt had experienced five status seizures in the past six months, which was more than the pt had previously experienced throughout an entire year. Normal mode output current had reportedly been programmed to off in preparation for an MRI as the pt was being considered for brain surgery. It was reported that the pt had not experienced any seizure improvement with the vns therapy. Treating neurologist reportedly plans to leave the device normal mode output current programmed to off for two months to see how the pt does.